Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (B)(4) unavailable, product made prior to gtin compliance date. Additional information was requested, the following was obtained: it was reported that "this adverse event prolonged the patient's treatment time and caused discomfort" * please confirm if the surgery prolonged or if the patient's post-operative treatment prolonged due to this issue? Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? Were there any patient consequences? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The patient came to the hospital due to trauma and was given debridement and suturing according to the doctor's advice. However, when the doctor used the suture to suture the patient, the problem of pulling off suture needle happened and could not be used. The doctor immediately discarded the suture and replaced it with another suture to continue suturing the patient. The process went smoothly, but this adverse event prolonged the patient's treatment time and caused discomfort. There were no patient consequences reported. Additional information was requested.